Event description:
Complainant alleged that during functional testing, the device's defib output was out of range. Complainant indicated that there was no patient involvement in the reported malfunction.